Event description:
A female underwent a left ureteroscopy with laser lithotripsy with stone extraction. Basket broke off of disposable stone basket. The physician stated it took 15 minutes to retrieve the basket. Extra time under anesthesia, extra manipulation of pt's uretor. No overt damage noted per the physician's notes.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.